Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was performed using pcr test method and the result was negative. The customer stated the staff member tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. Results were reported to physician. Staff member was sent home to quarantine for 10 days. Eua # (B)(4)

Manufacturer narrative:
H.6. Investigation: this statement summarizes the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number provided was not valid. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number, or an incorrect batch number was provided. The complaint was unable to be confirmed. A trend was identified for false positive results. Based on the trend, a CAPA#1878253 was initiated. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Manufacturer narrative:
Eua # (B)(4). Medical device lot #: 0262381 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was performed using pcr test method and the result was negative. The customer stated the staff member tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. Results were reported to physician. Staff member was sent home to quarantine for 10 days. Eua #(B)(4).